Event description:
Patient reported "deflation" and "textured" against left device. Healthcare professional reported "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed in the posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: white particle observed on the deice. Yellow particle observed inside device. Wear abrasion observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted.